Event description:
New information notes that pacemaker went into backup mode on 8 mar 2023.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. Patient was stable.